Manufacturer narrative:
Date of event - unknown/not provided. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was overcorrected and required an enhancement. Patient is doing fine with no loss of best corrected visual acuity (bcva). No additional information was provided.